Event description:
The iab was inserted pre-op. When the patient's chest was opened, the physician noted a large amount of plaque. Later, the patient was turned on their side and the pump experienced a kinked line alarm. The patient was placed supine and pumping was restarted. Then blood was noted in the helium tubing so the iab was removed. There were no patient complications.

Event description:
It was reported that the iab was inserted pre-op. When the pt's chest was opened, the physician noted a large amount of plaque. Later, the pt was turned on this side and the pump experienced a kinked line alarm. The pt was placed supine and pumping was restarted. Then blood was noted in the helium tubing so the iab was removed. There were no pt complications.